Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the touch screen was unresponsive. The cursor jumps away on the upper right part of the screen and calibration attempted did not make any improvements. Confirmed that the controller board was out of specification. Replaced the computer platform using the origan display from the programmer. The stylus was calibrated. Interrogation could not be done using the provided head. The cable connection was damaged and would no longer plug in correctly. Replaced the cable. The rf head passed all console tests. The software was updated and reloaded. No battery returned, a battery was added. The programmer then passed all safety, console and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer touchscreen was unable to be calibrated. It was noted the the right upper half of the screen required calibration. Troubleshooting steps were taken to include attempting a manual calibration but the issue persisted. It was further noted that the programmer software required an update. The programmer has been returned for evaluation. There was no patient involvement.